Event description:
It was reported that (1) device was used during a prostatectomy. It was reported by the rep that the mcs20 instrument clip would not deliver staples. Another instrument was used to complete the case. There was no pt consequence.